Event description:
Patient was implanted with a low profile reconstruction plate and screw construct, on the pelvis, on an unknown date. On (B)(6) 2012 patient returned to the or and all of the hardware was explanted. The surgeon explanted the hardware so that the patient's urologist could repair the patient's bladder, which was leaking into the pelvic area. At this time, the surgeon thought some partial healing had already taken place. Surgeon swabbed the explanted plate to check for infection, because of the bladder leak. No hardware was re-implanted because the surgeon believed the risk of infection was too great. There were no issues with any of the hardware. This is 4 of 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.